Manufacturer narrative:
Emdr should be voided as it was found to be a duplicate of another file that was also submitted.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to aseptic glenoid loosening. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to aseptic glenoid loosening. This event report was received through clinical data collection activities.